Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had foreign material on the plunger. The following information was provided by the initial reporter: "...a white discoloration was noticed on the rubber on the plunger."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes d.9. Returned to manufacturer on: 23-may-2022 h.6. Investigation: one physical sample and two photos were provided to our quality team for investigation. Through visual inspection, a white foreign matter was observed over the stopper of the syringe. Decontamination could not be performed on the product as that would have destroyed the sample and given the product was contaminated with a cytostatic agent, we could not fully evaluate the syringe or foreign matter that was observed. Through visual inspection, the particle appeared to be consistent with a polypropylene particle mixed with silicone from the lubrication of the device. A device history review was performed for the reported lot 2111002, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer and vacuum system used to remove any particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. The areas where pieces run in manufacturing area are protected to avoid damage on the product and reduce particles from generating. While we cannot identify a direct issue, the particle likely generated during the assembly process due to friction during movement of the device within the manufacturing equipment. H3 other text : see h.10.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had foreign material on the plunger. The following information was provided by the initial reporter: "...a white discoloration was noticed on the rubber on the plunger."